Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 72213n because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris secondary set separated the following information was received by the initial reporter with the verbatim: we have noticed that the secondaries we receive fail after a few days with the part that you insert to the primary¿s smartsite (to run a secondary) splitting from the collar. Are you receiving any reports of this?